Manufacturer narrative:
During service visit, the beckman coulter field service engineer (fse) evaluated the instrument and found fluid leaked from mc sample probe collar. Fse replaced wash collar valve to resolve the leak, calibration and quality control issue. Fse primed system, calibrated and performed passing quality controls. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported glucose quality control out of specification and calibration failed and a leak from the modular chemistry (mc) sample probe wash collar on the unicel dxc 600 pro synchron clinical system. The leak was contained within the instrument. The customer was wearing a gloves and eye protection. No reports of injury or customer exposure. No reports of erroneous patient results generated.